Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Transesophageal echocardiogram suggested possible vegetation on the leads. The device pocket was flushed with antibiotic solution before wound closure. There were no additional adverse patient effects reported. The crt-d was explanted.

Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d). Was part of a system revision, due to infection. Transesophageal echocardiogram suggested possible vegetation on the leads. The device pocket was flushed with antibiotic solution, before wound closure. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191, captures the reportable event of surgery. And the additional intervention performed by the use of intravenous antibiotics. Upon receipt at our post market quality assurance laboratory, product investigation indicates, that there were no process related non-conformances, scrap, or rework performed, during the production that could explain the event. There was no indication, the device manufacturing process contributed to the reported complaint. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product was not able to provide relevant information for infection-related allegations. Additional information is pertinent as this provides significant impact that changed the overall understanding of the event. Additional information does not impact the current reporting decision.